Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device has not yet been evaluated so no analysis results are available. Results will be submitted as they are received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was freezing with the mouse and keyboard becoming unresponsive. Manufacturer representative suspected a poor connection with the bulkhead connector. There was no patient present when this issue was observed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A medtronic representative went to the site to test the equipment. Testing revealed that there was a hardware failure in which the bulkhead connector was broken. The connector was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.